Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows during the complete day the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no error or warning messages during the complete day and also the energy stayed stable and showed no abnormalities. No technical problem with the system can be identified by reviewing the logfiles. No technical root cause could be identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria (B)(4).

Event description:
A user facility report was received from a risk manager reporting a case of corneal flap wrinkled observed at one day post operative topography-guided custom ablation treatment (t-cat) procedure. Reporter indicated the flap was lifted and rinsed, and topical steroid eye drop dosage was increased. Upon follow up, reporter indicated flap issues are resolved.